Manufacturer narrative:
The customer called back and reported that the issue was resolved internally by restoring their network communication. No further details were provided.

Event description:
The customer contacted spacelabs technical support to report that all telemetry patients dropped from the xhibit central stations. There was no patient or user death, or injury associated with the event.